Manufacturer narrative:
(B)(4).additional information received on 8/5/15: per the biomed department the pump was sent to them and the valve for helium leak was replaced and the pump was returned to the o.r. Investigation results: no iabp parts or recorder strips were returned to teleflex (B)(4) for evaluation. The hospital biomed engineer was contacted and she stated that the leak was at the helium adapter connection to the tank. The helium adapter was replaced. And there were no other leaks found in the pump. The pump was returned to service. The faulty part was discarded by the hospital biomed engineer. A device history record (DHR) review was conducted for the iap serial/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A device history record (DHR) review could not be conducted for the helium adapter lot number. The helium adapter DHR job packet could not be retrieved. The DHR job packet is no longer on site. See other remarks section. Other remarks: conclusion: the reported complaint of "helium loss alarm" is confirmed based on the information provided to the css. The biomed engineer replaced a helium adapter for the helium leak and returned the pump to service. No parts will be returned to teleflex (B)(4) facility for evaluation. The cause of the reported complaint could not be determined.

Event description:
It was reported via a hotline call. The (rn) registered nurse in the (cticu) cardiothoracic intensive care unit is calling about a patient on a pump. The patient is stable at this time, but according to the rn the pump is alarming with frequent helium loss alarms about every 30 seconds or so. The rn stated that she has already checked all the connections, and they are all intact with no blood in the gas tubing. The (css)clinical support specialist first verified that the pump is currently pumping,and it alarmed again within moments of the css and rn's conversation. The css asked the rn how long this has been going on, and how often the alarm is occurring. The rn said that it has been going on for a couple of hours now. The rn stated that she immediately restarts the pump after assessing that there are no issues otherwise, and the pump will run for about 30 seconds, sometimes longer. The rn told the css that she "remembers having a similar situation several weeks ago. She did not call the hotline then, but thinks that this might be the same pump." The css asked the rn to describe the bpw and there is no widened inflation or deflation artifact. The css then walked the rn through a leak test, and the pump failed the leak test. The css explained to the rn that she needs to get another pump. The rn said that it might take a while to do that, because there is only one pump on the unit, and she will need to get a pump from somewhere else. The css gave the rn his direct number to call if she needed further assistance. At 0930: the css called back, and spoke to the charge nurse. The charge nurse said that they did change out the pump prior to shift change, but she wasn't sure exactly when that happened. The charge nurse told the css that the alarms have not happened again since the pump was changed out. The css asked if the original pump had been sent to bio-med, and the charge nurse said that she isn't sure what happened to the pump. It may have been removed by perfusion. The iab was inserted via a sheath in the patient's femoral artery. Length of time prior to the event is listed as 8 hours. The patient is stable.

Manufacturer narrative:
(B)(4).